Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was reading inaccurately. The complaint was classified based on the customer service representative (csr). The csr was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2014¿. The patient reported obtaining an inaccurate erratic blood glucose result of ¿190 and 160 mg/dl¿ on the subject meter, the results were obtained less than 20 minutes apart. Based on consensus error grid analysis, the difference between these results falls within the a zone. Prior to the alleged inaccuracy the patient stated she ¿is feeling more hungry than usual¿. It is unknown what medications the patient currently takes to manage her diabetes. The patient allegedly changed her medication in regards to the readings she obtained. It is unknown if the patient received any treatment. At the time of troubleshooting, the csr determined that the correct unit of measure and approved sample site was used at the time of testing. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, altered her medications based on the alleged results, and reportedly experienced symptoms suggestive for an acute complication of diabetes.